Event description:
The therapist reported receiving a call from the ICU nurse regarding a ventilator that stopped. The pt was ambued and ventilator changed. The ventilator was isolated and subsequently reviewed by the MFR. Findings are as follows: the power cord was stretched and twisted out of shape and as a result, was partially disconnected from the back of the ventilator.